Event description:
It was reported that the pt has expired (2008) approx after implant duration of 0 months, due to unk reasons, it is unk if the death was device related. No further details were provided. Info learned from the implant pt registry.

Manufacturer narrative:
Device not returned.